Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: potassium phosphate 30mmol ordered in am significant issues through shift with 'air in line' alarm resulting in multiple reprimes of line, purging of bubbles. Ultimately removed line from pump, primed with new tubing and restarted infusion. Total volume of bag = 558ml lost ~ 75-100ml of that volume to priming and purging air bubbles. Patient did not receive full dose of medication for appropriate correction of low lab values post renal transplant.